Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped. The md inserted the iab via a sheath into the femoral artery. After placement, the perfusionist noticed that there was a crack on the hub at the distal end of the extension line. The perfusionist "tightened and placed opsite (transparent adhesive dressing) to prevent further leaking." The iab "functioned perfectly well."

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.